Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements, measuring around 2300 ohms. It was noted that there was a lead conductor fracture, and the impedance measurements were gradually increasing. The patient experienced discomfort while pacing with vvi70, so the pacing was set to vvi60. After the reprogramming, the patient reported no discomfort, and the ventricular pacing (vp) was around 40%. This ra lead currently remains in service. No adverse patient effects were reported.